Manufacturer narrative:
The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. E/a alarm unspecified not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose was 105 mg/dl. The customer stated that the up arrow was stopped working and to rewind due to error, unable to do rewind because the buttons were not working. Customer stated that there was no response from any button. The customer was advised to monitor the time display, the customer stated that the minutes change. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.